Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: during the procedure, orvil could not be connected to the stapler. The anvil was connected and the orange band was covered, but soon it disengaged and could not be connected after that. The incision was extended by more than 3 cm and the tissue was excised to remove the anvil. Under direct vision, the accompanying anvil was inserted and the procedure was completed without further problem. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss. The case was extended by more than 30 minutes.